Event description:
At the time of this report, the patient had confusion/memory issues with an unknown onset date. The patient also had sudden back and coccyx pain due to an injury when exercising in (B)(6) 2015. The pump had no drug in it; the pump was dry. The patient was having it removed in the next few weeks. Per the reporter, the patient eluded that it wasn¿t doing him any good. The reporter was calling for MRI compatibility guidelines as the patient was having an MRI unrelated to any issues with the patient¿s device therapy. The patient did not know what drug had been in the pump; ¿he thought he was there last (B)(6)¿. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).